Event description:
It was reported that during the implant procedure after microelectrode recording of the right lead while testing the stimulation the patient experienced a seizure. The emergency team arrived and provided care for the patient until the seizure subsided. Once the seizure subsided the procedure was completed and the right lead implanted. A CT scan, computerized tomography scan, was taken and confirmed there were no visible signs of a hemorrhage. The physician confirmed that the seizure was procedure related and not device related. The device will not be returned for analysis as it remains implanted.